Manufacturer narrative:
Investigation summary: visual inspection: the applic-instr f.sternal zipfix (p/n: 03.501.080, lot #: 8719722) was returned and received at us cq. Upon visual inspection, it was observed that the distal cutting feature of the device was observed to be broken and not returned. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: complaint summary: 09/09/2020: updated event description: zipfix instrument doesn't cut properly. The repair technician reported the cutting saw is broken. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: applic-instr f/sternal zipfix. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the applic-instr f.sternal zipfix (p/n: 03.501.080, lot #: 8719722). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be die to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.501.080, lot: 8719722, manufacturing site: (B)(4), release to warehouse date: nov 22, 2013. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the application instrument for sternal zipfix would not cut properly. There was no patient consequence. There is no further information available. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).